Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m52z3w. The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, while firing, the surgeon found no pins inside and there was no haptic feedback (crunch sound) hence the anastomosis was incomplete and the surgeon has to do colo-anal hand sewn anastomosis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m52z3w. Additional information received: where within the gap setting scale was the orange indicator prior to firing? The orange indicator was in between the green scale prior to firing. What confirmation was received that the device was fully fired? There was no confirmation as dr. Has not heard any haptic feedback (crunch sound) did the device staple? No, staples unavailable. Were there staples missing from the staple line? There was no staple line as no staples in the gun. What was the shape of the staples (b-formation, irregular, legs straight)? No staples. Were the staples deployed into the tissue? No staples. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes. Who fired the device? Surgeon. What was the users experience with the device? It was a cold cut, hence dr. Has to do hand sewn colo- anal anastomosis. Was there any change to the patients post-op care? No. What is the patients current status? He's fine.